Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they had issues with infusion set which led them to a hospital visit. Customer stated they were not getting insulin due to bent cannula. There was no information if customer was wearing the insulin pump at the time of the hospital visit. No further details were provided. The product was replaced nor returned for analysis.